Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the CT revealed a proximal type I endoleak. The physician decided to implant another manufacturer¿s uncovered stent which resolved the proximal type I endoleak. The physician elected to prophylactically implant heli-fx aptus endoanchors and an endurant 28 aortic cuff. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, conclusion: off-label, unapproved or contraindicated use (aortic neck angulation). Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. However, it is likely that implanting within the severely angulated and calcified proximal neck contributed to the proximal type I endoleak. Review of pre-implant films revealed that the proximal neck was moderately calcified and severely angulated; the infrarenal neck angulation measured ~75° lt-rt and 45° a-p. Review of CT¿s from 27 months post-implant revealed aaa diameter had increased from 48mm to 60mm, most likely a result of the proximal type I endoleak as well as a type ii from an ima. The bifurcate suprarenal stents and proximal aortic body were angulated ~60° lt-rt relative to the bifurcate flow divider, and there was <(><<)>5mm of remaining proximal seal length along the left/outer curvature of the angulated bifurcate. The observed type ii endoleak was anatomy related. Films during and post-implant of the palmaz stent which resolved the proximal type I endoleak, as well as implant of the endoanchors and endurant aortic cuff were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.